Manufacturer narrative:
This medwatch is both an initial and final report as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Defective needles. Product quality anomaly: aig insu sec bd one of the pharmacy patients is experiencing problems with the 5mmx100 needles: following our exchange, I confirm that a patient brought us this box of bd auto shield duo 5 mm needles in june. Our wholesaler is la cerp. Each box purchased contains at least 4 to 5 defective needles but this one contained between 14 and 17! The patient therefore wishes to replace the box or at least a few needles. This patient manages her treatment very well, regarding your laboratory.